Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation ablation, a versacross connect faradrive and a farawave were selected for use. During procedure, after going transeptal with the farawave catheter a st elevation was noted. St segment elevation occurrence was managed with anesthesia and medication. Shortly after, the st elevation returned to baseline (normal, with no st elevation). The case was completed using the original device. No patient complication were reported.